Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-01661. Please reference file mrn 3012307300-2023-10172 for all details pertinent to this event.

Event description:
It was reported that the unit did not deliver the correct set volume. The staff were stating that the volume delivered was static and were not delivering at the set rate. Patient involvement is unknown. There was no patient or user harmed during the discovery of the reported issue. The outcome of the event was reported as still on-going.

Manufacturer narrative:
Other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.